Event description:
It was reported the manufacturer that high lead impedance resulted from a system diagnostic test. Review of the available programming history revealed that the device was programmed off when the high lead impedance was noted. Attempts to obtain additional information from the treating physician regarding the believed cause of the high impedance are underway. The lead and generator were explanted and a new system was implanted. The explanted devices are expected to be returned to manufacturer for product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.